Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported circuit occlusion and transducer (xdcr) fault display alarms. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component found that a transducer is missing (completely de-soldered) from the pcba and no further investigation is possible to attempt to duplicate the reported issue.